Event description:
The customer reported that they were not getting any sound from their mx40 device. No patient harm was reported.

Manufacturer narrative:
(B)(4). The device was returned to philips for testing and evaluation. The speaker failure was confirmed. The speaker was replaced to resolve the issue.